Event description:
This patient was receiving the chemotherapy agent irinotecan via IV piggy back. The ivpb was prepared using a carefusion secondary smartsite tubing set ref #10013364t lot #15085430. After the secondary set was attached to the primary and the roller clamp was released, the tubing became disconnected from the drip chamber and chemotherapy spilled out onto the floor next to the patient. A pharmacist working in the pharmacy where the medication was prepared removed a new package of tubing with the same lot number and was able to pull apart the tubing from the drip chamber with minimal force. A second pharmacist was able to do the same. This same activity was performed with the same type of tubing but a different lot number. In this scenario the tubing turned white from the excessive force applied when pulling the tubing, however it did not dislodge from the drip chamber. The affected lot number was removed from stock. We believe this represents a significant patient safety risk where chemotherapy could spill onto patients. This type of tubing is used as a part of carefusion's closed system transfer device and therefore it's application is likely exclusive to chemotherapy agents. Dates of use: (B)(6) 2016. Diagnosis or reason for use: pancreatic cancer. Event abated after use stopped or dose reduced: yes.